Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that all the issue began after the fall and that the most likely cause of the ins not working is due to the fall. No further complications were reported/anticipated at this time.

Event description:
Additional information was received from the patient. They reported that after the fall they were in rehab and noticed change in their symptoms, it quit working. Pt said they can turn it on and feel the pulse but they used to get pulsing in their sacrum/ groin area, now they feel pulsing where their ins is located on the right side buttock, to about 4 inches below that. Pt described the pulsing like a burning electric pain when they turn it on. Pt said they've had x-rays and the doctor said their interstim device looks fine, they have met with the a manufacturing representative (rep) who gave them additional programs. They have around 12 programs, they have tried all 12 but it makes no difference to their symptoms whether stimulation is turned on or turned off, it is not helping anymore. Pt said their doctor and they rep are aware it was not helping their symptoms but not aware: they notice stimulation where the ins is located. Pt said today they sent a message to their doctor's office who responded back: have you been in touch with the manufacturer yet. Reviewed they may want the patient to be in touch with the rep. Offered and emailed the rep also reviewed the doctor's office can coordinate a rep appointment. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that their ins was not working and stated they "couldn't get it to do anything" for them. The patient stated they were able to successfully connect with their ins, but reported they could increase simulation to as high as it could go and they didn't feel it or if they increased stimulation too much, it shocked them.  The patient reported they were only feeling stimulation around their rectum area that they described as a 'burning pain.' (It shall be noted that this conflicts with the patient's previous statement of not feeling stim no matter how high.) The patient stated they did have a recent fall and stated it did seem to be working following fall, but they were not sure if it took this long for it to stop working. The patient also reported they couldn't "seem to get any continuity down where it's supposed to be and stimulation" and reported they had reverted back to the "old way with having issues" with their bladder. Patient services recommended decreasing stimulation to a comfortable level or turning the therapy off completely until follow up with their health care professional (hcp). The role of patient services was also reviewed with the patient. The patient provided the event date as "probably a couple weeks ago".  The patient was redirected to their healthcare provider to further address the issue.